Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidence were provided. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As described by customer: "I¿ve been asked to inform you about an incident that occurred in peoc on (B)(6) 2023. This drill was used on a patient and the end of the drill broke off in the patient¿s bone." The broken end of the drill was left in the patient. The other part was discarded.

Event description:
As described by customer: "I¿ve been asked to inform you about an incident that occurred in peoc on (B)(6) 2023. This drill was used on a patient and the end of the drill broke off in the patient¿s bone." The broken end of the drill was left in the patient. The other part was discarded.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report. H3 other text : tip remains in patient, remainder of drill discarded.